Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a keypad anomaly. The customer declined to provide device information, declined to provide further detail on the issue, and declined to provide their blood glucose levels. The customer declined a refurbished replacement device and the call was disconnected. The product was not returned for analysis.